Event description:
Customer reported via phone call to have had a 911 call on (B)(6) 2015 due to high blood glucose. Customer's blood glucose was over 600 mg/dl. It was reported that customer was throwing up. Customer reported to have been distracted while setting up insulin pump and forgot to take off needle guard. Customer was treated with insulin shots.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.